Event description:
It has been reported to philips that the wireless footswitch lost connection to the system during a planned treatment procedure. The procedure was completed using the wired footswitch. No harm has been reported to philips.

Manufacturer narrative:
Per the information collected, the error led on the wireless base station was red, which indicates that there was an internal error in the wireless base station. The wireless connection with the base station was re-established after restarting the azurion system. Additionally, the philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.